Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h11d15023, h11b13063, and h11c24019 ) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation was performed. Should additional information become available a follow-up will be submitted.

Event description:
During a call to the baxter (B)(4), the patient indicated he may have an infection and was advised by the facility nurse, to add medication to the peritoneal dialysis (pd) solution. A follow up call was made to the facility nurse on (B)(6) 2011, who confirmed the patient had been diagnosed with peritonitis. Antibiotics were administered and the patient was hospitalized. The patient is currently off pd and is receiving hemodialysis until his abdominal and intensional issues (unknown) are resolved. Suspect lots: h11d15023, h11b13063, and h11c24019.